Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to our hospital, and the nurse followed the medical advice to puncture the superficial venous cannula, and after successful puncture, the nurse went to the treatment tray to pick up the vacuum tubing for blood collection, and then turned around and found that the heparin cap had fallen down on the bed sheet, and the interface between the cannula and the heparin cap kept on bleeding, resulting in the wastage of the patient's blood, and the tubing was immediately closed, and the prn cap was replaced with a new one, and then the patient was able to use the normal one.